Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that fluids were infusing at 2ml/hr, the central line was flushed and the blue rubber piston popped out of the t-site with 2 different sets causing them to leak. The third set functioned properly. There was no patient harm.

Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The customer¿s report of the valve piston ¿popping out¿ was confirmed. Visual inspection of the set noted the blue piston from the needleless valve of one of the sets was completely dislodged and was sticking out of the valve body. Functional testing confirmed leaking around the base of the piston. The cause of the leak was determined to be the positioning of the dislodged piston, which compromised the seal which forms around the top of the valve while the piston is properly seated. The cause of the piston becoming dislodged was not determined.